Manufacturer narrative:
Ref. Reporting site internal file #789/UK. H6. Code 86: bond strength was measured on retain sample for batch MFR on line the same day as above lot no. The same batches of y adaptors, sleeves and bonding agent were used for processing this product as for complaint sample. H6. Code 100: when returned units were examined bronchial and tracheal sleeves were removed from the y adaptors. Batch and complaint records indicate no such problems of this nature with this order. Unfortunately co was unable to locate the retain sample for this lot number but were able to locate the following batch mfg on line the same day using the same batches of y-adaptors, sleeves and bonding agent. The bond strengths of the bronchial sleeve and tracheal sleeve to y-adaptor was measured on the instron with 53.99lbs and 51.76lbs required to remove the bronchial and tracheal sleeve respectively from the y-adaptor. The returned units were examined and bronchial and tracheal sleeves were removed from the y-adaptors. Closer examination of the sleeves incidated bonding agent 360 degrees around the circumference of the sleeves where they were bonded to the y-adaptors. The returned units did not cause injury to the patient. The reported problem was detected on examination of the returned units. The reported problem did not occur in house. Bond strengths in the region of 50-55lbs have traditionally been accepted as sufficient in terms of design and functionality of this product. R&d st louis are presently investigating the possibility of further improving the design of this assembly by changing the material of the y-adaptor to further improve funtionality performance. A copy of this complaint will be forwarded to co's r&d facility in the USA for review.

Event description:
At bifurcation of lumen the bronchial and tracheal connectors are loose and appear to have nothing (i.e.) Glue, to hold them in.